Event description:
It was reported that the bolus port was damaged. During physical inspection, it was found that the downstream occlusion seal had peeled. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for evaluation. Visual inspection found a peeled downstream occlusion seal. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to the lemo connector. As a result, the lemo connector and downstream occlusion seal were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.